Manufacturer narrative:
The technician investigated and found the head end brake casters were not holding in brake mode. The technician replaced the head end brake casters to resolve the issue. Based on this information no further action is required.

Event description:
The account reported the brake caster is not holding. The bed was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).